Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient¿s device quit working/wasn¿t working right; he wasn¿t sure exactly. The consumer reported that it took 2 days to charge up the ins and the patient couldn¿t get it to fully charge. The consumer noted that the patient had an appointment on (B)(6) 2019. The patient¿s healthcare provider (hcp) told them to go through the manufacturer to get a representative at that appointment. No further complications were reported.